Event description:
It was reported that the patient presented to the emergency room with shortness of breath and junctional escape beats of 24 bpm. Interrogation of the device demonstrated non-capture of the chronic right ventricular (rv) lead. During the revision on (B)(6) 2024, visual inspection of the rv lead did not appear to be damaged, pacemaker system analyzer (psa) testing demonstrated the same non-capture. An attempt to access the right subclavian vein was unsuccessful due to clotting from a previous procedure. The rv lead was capped and abandoned. It was determined that the patient would benefit from a left sided system implant, which was successfully completed. There were no adverse health consequences to the patient.